Event description:
It was reported that the user received an occlusion alert and, during the subsequent supply change, was unable to attach the new connector adaptor until it was swapped with another adaptor from another lot, after which the supply change was completed, and the system functioned as intended. Customer care agent assisted with having the user use correct installation using replacement components. Investigation of this case revealed that the initial connector adaptor was not attaching, and replacing the adaptor resolved the issue without further device issues. No adverse clinical effects during the event reported. Outcomes included no reported impact on care beyond the brief troubleshooting and supply replacement. It was concluded that the event was attributable to a connector attachment issue that was corrected by replacing the adaptor, with no further action required.